Event description:
Rptr states she had anesthesia difficulties when her when her breast implants were inserted. She had surgical correction of a left breast constriction in 3/76. She had right breast contriction in 1976 which did not require surgery, then had left breast reconstriction. In early 1980, she had skin rashes, chemical burns from soap, and developed allergies. In 1985, she had hot flashes, flu-like symptoms, required bartholin cyst surgery, and had chronic yeast infections. A 1986 or 1987, biopsy of the left breast showed benign tissue. In the late 1980s, she had dysplasia, infections, and worsening flu-like symptoms. In 1994, she had low blood pressure of 90/20 and difficulty healing wounds. She complains of throbbing pain in joints and muscles, burning in breast area, numbness, flu-like symptoms, feeling alternately hot and cold, fatigue, and dizziness.